Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been returned to the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018 - (B)(4), matters (hcp, rep, for): medtronic received information regarding a navigation system being used for a posterior cervical spinal fusion procedure. It was reported that there was a damaged instrument. This issue was observed intraoperatively during the navigation task. When the probe was rotated by 90 degrees, the accuracy changed. There was a possibility of a deformed tip. There was no surgical delay due to this issue, and there was no impact on patient outcome.